Event description:
Report received from the USA stating that the device was "running warm" during a routine inspection. The device was not used in surgery. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If add'l info is received, a supplemental report will be sent. Ref: (b)().